Event description:
During a dialysis treatment, the machine failed autotest. There was no pt involvement. The uf pump thermal fuse was replaced. Originally reported to MFR on 8/5/96. Determined to be MDR reportable on 9/23/96.